Manufacturer narrative:
Philips service recreated the database and restored the device to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that exposure failure occurred during use due to insufficient storage space on an allura xper fd20/20 or table. The clinical use of the system was in use. There was no reported patient or user harm.